Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown v40 +8 head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that there was a removal of a head and liner due to high ion levels. Stem stayed in.